Manufacturer narrative:
The investigation determined that imprecise vitros phyt quality control results were obtained while using the vitros 5600 integrated system. Results of precision testing demonstrated that the vitros 5600 integrated system was not performing as expected at the time of the event. An ocd field engineer cleaned the incubator, replaced multiple parts, and performed iwf and incubator subsystem adjustments to return the instrument to expected operation. Following this service activity, acceptable vitros phyt performance was observed. The root cause of this event is instrument related.

Event description:
The customer obtained imprecise vitros phyt quality control results while using the vitros 5600 integrated system. A value of 153.75 umol/l was obtained from the biorad level 3 fluid versus the expected value of 100.5 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).